Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level had been in the 400mg/dl range. The customer's most current level was 412mg/dl. The customer had not treated for the highs yet. Troubleshoot was conducted. The customer was advised tubing clamp would be sent in order to conduct high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.